Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported upon inspection of the machine with the machine off the heater rod had some burn marks on it. The biomed tech stated the initial issue was low temperature which led to the inspection of the heater rod. The customer stated the machine was still operational. Additional information was requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported upon inspection of the machine with the machine off the heater rod had some burn marks on it. The biomed tech stated the initial issue was low temperature which led to the inspection of the heater rod. The customer stated the machine was still operational. Additional information was requested.